Manufacturer narrative:
Date sent: 07/09/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, there was an issue with clip formation on the device. The site completed the case with no pt consequence.